Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the first revision surgery was performed due to mid flexion instability. This complaint concerns to the right ox genii knee.